Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. Battery compartment cracks were found above and below the grip pad. No evidence of moisture intrusion was found inside the compartment. Battery cap was intact and contact measurements were within specification. Using the returned cap the pump power up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim and discolored. Damages were found on the pump piston and the piston cap was detached/missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. Reportedly, the battery compartment was cracked, the top of the battery cap was worn, and moisture was noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.